Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) reported hearing beeping tones shortly after the device had been implanted. An device interrogation revealed normal device function. Subsequent information indicated that the device was explanted and returned for reliability analysis.